Event description:
It was reported that during a replacement procedure, upon interrogation an error message displayed. Informing the user the diagnostics records were invalid. The device remained implanted.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change in the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.